Event description:
It was reported that following an anterior support procedure, a sling procedure, and a posterior support procedure all performed in 2007, the patient experienced right buttock pain and was examined in the emergency room during the week in 2007. The patient was diagnosed with inflammation of the colon not related to the procedure. The patient returned to the doctor's office one week later, and the doctor noted 1 to 1 and 1/2 cm of the posterior mesh was exposed at the apex where the proximal arms would have passed. During the procedure, the doctor did not trim the posterior mesh, he implanted the entire piece and noted that the mesh was lying flat. The doctor has prescribed estrogen cream and is monitoring the patient for healing. Additional information has been requested but not yet received.

Manufacturer narrative:
The inflammation noted in the event description was not related to the procedure per the doctor. A review of the device history record for the reported component lot number found nothing that would cause or contribute to the exposed mesh. Per the implant procedure as outlined in the IFU, it states that all ends of the mesh arms should be trimmed below the level of the skin before closing the incisions. Per the IFU: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Information received does not suggest a device failure but rather a known procedural complication of implantable devices.